Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite with capio slim was used during a prolapse surgery with vaginal mesh procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio device broke when trying to implant the suture for the second time. Reportedly, ¿the suture had also cut in the plastic sheath.¿ the failure mode is unclear as all other information is unknown. The event description may suggest that the needle carrier broke, and that the suture also broke. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Analysis of the returned device found that the distal end of the blue dilator was broken. The remainder of the dilator was not returned. The suture was intact, including the dart but it tore through the dilator. Both dilators appear melted indicating that the customer may have autoclaved the device to sterilize it for return. There were tool marks on both dilators which most likely occurred during removal of the device. Capio device broken could not be confirmed as the capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during a prolapse surgery with vaginal mesh procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the capio device broke when trying to implant the suture for the second time. Reportedly, ¿the suture had also cut in the plastic sheath.¿ the failure mode is unclear as all other information is unknown. The event description may suggest that the carrier broke, and that the suture also broke. Should additional relevant details become available; a supplemental report will be submitted.